Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during a bedside exchange by the ent provider the balloon would not expand for the trach. The reported event was resolved by placing a different trach. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: two used samples were received without their original packaging, with their certificate of safe handling and their obturator. Visual inspection results: no discrepancies were found during the inspection. Functional test: the 2 samples received were inflated with air using 5 ml syringe, after that the cuffs were gently manipulated. Results: the cuffs were inflated without abnormalities. It was demonstrated that the cuffs were symmetrical, and no leak was detected. The complaint is not confirmed. No corrective actions was required since the complaint was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: e4: correction: customer reported to FDA: no information